Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, vyaire medical technical support guided the engineer to force download the logs in the "stuck" startup screen issue. Log shows an epc issue on the mainboard and on 22-apr, both tf 303 an tf 306 appeared with many logs on "sound recording failed". Most likely the issue is concluded as mainboard epc issues. Vyaire has initiated mainboard under warranty replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had user interface issue error message upon turn on and after pulling out the batteries and bring it back, the machine behave the same after it restarted. Issue happened during est/uvt unit testing. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. User interface controller (epc) restarted suddenly. The exact root cause is not established. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. After the mainboard replacement, the problem is solved for the "unit clashed during startup"